Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then complaint history review (chr) is not required. Serial number is not reported in complaint. Per swi, 1503-004-000-swi-mms complaint investigation, if serial number not available, then device history review (DHR) is not required. Upon investigation of the actual device used in this incident, it was determined that device was unable to issue a medication for a patient. The technical support specialist confirmed that the user needed to request the code again, and the pharmacy had to approve it once more for the facility to be able to issue the medication.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower was unable to issue hydrocodone/apap 5-325mg tablet medication for a patient. The customer stated despite the medication being approved through rxverify, it was not allowing them to pull the medication and asked to request again through rxverify. There were no adverse events or injuries reported based on this incident.